Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod for longer than hours. Symptoms reported include nausea and dizziness. The patient was treated with rapid-acting insulin, anti-sickness medication, anticoagulant and antibiotics. The patient was released the following day. The pod was removed and discarded at the hospital.